Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. The adhesion/clogging of the material in the nozzle was confirmed, however, it could not be specified what the foreign material was nor the root cause of the remaining foreign material as no additional information could be obtained. The customer paperwork indicated that the reprocessing of the device at the customer site was completed. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a insufflation problem. No reports of patient harm. During the evaluation the following reportable malfunction was found: the nozzle clogged by a black rubbery material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the angulations was out of specification; the connector was cracked; the grip unit's plate was missing a label; the universal cord had buckles; the connecting tube had a wrinkle from glue (10mm) and the light guide rod lens (1x) was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.